Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cervical lymph node dissection (left and right) event description: dr [name] reported to me on (B)(6) 2021 that his patient, who had been operated on for cervical lymph node dissection, had postoperative complications resulting from nerves that were no longer functional leading to severe disorders that persisted until this day. The concomitance of these events with an undesirable complication of the patient postoperatively and of the trial with our voyant/ref (B)(4) device led dr. [Name] to ask us about the thermal spread diffusion of our device. Furthermore, I would like to point out that nothing to report has been observed during the per-operation. Patient status: nerve damage.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: cervical lymph node dissection ( left and right ). Event description: dr [name] reported to me on (B)(6) 2021 that his patient, who had been operated on for cervical lymph node dissection, had postoperative complications resulting from nerves that were no longer functional leading to severe disorders that persisted until this day. The concomitance of these events with an undesirable complication of the patient postoperatively and of the trial with our voyant / ref eb230 device led dr. [Name] to ask us about the thermal spread diffusion of our device. Furthermore, I would like to point out that nothing to report has been observed during the per-operation. Patient status: nerve damage.